Event description:
It was reported that a (B) (4) handheld computer would not hold charge after recharging the battery. Good faith attempts to obtain product return have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.